Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter address: (B)(6). The device was returned by analysis. Visual inspection revealed the imaging window was detached and twisted. The rotator and imaging core assembly could not be pulled out from the hub to inspect for imaging core windup due to residues and the detachment. Impedance test showed an electrical open at the proximal wave form. Media provided by the client was inspected and showed a good image in the ilab screen.

Event description:
Reported based on device analysis completed on: 29sept2023. It was reported that visualization issues occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but there was no image. The procedure completed with another of same device. There were no patient complications reported. However, the device analysis revealed the imaging window was detached and twisted.